Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that undersensing of fine atrial fibrillation occured on this right atrial (ra) lead. Impedance measurements were reportedly within normal limits and there was no noise present. Boston scientific technical services (ts) discussed programming options to optimize. The lead was later surgically abandoned due to pacing inhibition for which no cause was specified. No additional adverse patient effects were reported.